Manufacturer narrative:
Based on outcome and the e15 error reported in a previous complaint from which device was just returned to customer, the complete front panel was replaced, and the device was then working without any issues. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information, the most likely root cause has been assigned to a defective front panel that was causing air leak and preventing the airflow to be properly delivered. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in wien, austria. The hospital biomedical engineer tested the device in their workshop and noted that when moving the device during operation the flow failed. The customer assumed that there was a loose connection in the device. The affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. The device had a total gas flow drop during the initial tests. It triggered audible alarms but did not display a fault code. In order to solve the issue, the complete front panel and the eprom (erasable programmable read only memory) were replaced. Subsequent functional verification testing (12 hours run test) was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender failed completely during a procedure (no flow at all). There was no patient injury.